Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 301035 and lot number 9284170. The review did not reveal any detected quality issues that could have contributed to these reported defects. To aid in the investigation, ten physical samples and six photos were received for evaluation by our quality team. The samples came in a plastic bag. A visual inspection was performed and embedded degraded resin in the syringe barrel was seen. No other defects were observed. It could be possible for the embedded foreign matter defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. Based on the investigation and with the sample and photo sample analysis the symptom for foreign matter reported by the customer is confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample/ photo sample analysis the symptom for fm reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that 151 bd¿ luer-lok syringes 60 ml experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the purpose of this email is to let you know the syringes defects for this past month, (B)(6) 2020. Date: (B)(6) 2020, part number: 301035, lot number: 9284170, black dots: (B)(4) pieces, damaged/broken: (B)(4) pieces, total: (B)(4) pieces.